Event description:
It was reported that this right atrial (ra) lead was found to be dislodged. Surgical intervention was performed to explant and replace the lead. No additional adverse patient effects were reported. This lead will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.